Manufacturer narrative:
Initial reporter name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse in the department performed catheterization on the patient using a disposable sterile foley catheter. After completion, the catheter's balloon burst and detached, causing bloody discharge at the patient's urethral opening. A new disposable sterile catheter was used to continue the treatment. There was no impact on the patient's treatment.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A review of the device labelling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse in the department performed catheterization on the patient using a disposable sterile foley catheter. After completion, the catheter's balloon burst and detached, causing bloody discharge at the patient's urethral opening. A new disposable sterile catheter was used to continue the treatment. There was no impact on the patient's treatment. As per notification received via ucc on 14nov2025, stated the patient did not have significant blood loss. There was only a bloody discharge which did not impact the patient treatment.